Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08-oct-2022, the patient reported that infusion set's tubing was detached from connector and this issue occurred prior to insertion. The blood glucose level of the patient at the time of event was 156 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.